Event description:
It was reported that at device change-out right ventricular (rv) lead exhibited high pacing impedance and over-sensing noise. The lead was explanted and replaced with no patient consequences.